Manufacturer narrative:
The customer was given part information and pricing for a replacement processor pca.

Event description:
It was reported to philips that the device received an ECG bias failure during testing. There was no reported patient involvement.